Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the product code and lot number available? No physical product was given for inspection/product inquiry. No specific product code or lot number was provided. The customer only wanted to provide his personal feedback on his experience with our suture. Status of product return: no physical product will be returned for inspection.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke off from the needle at the connection point. The suture did not break in the fiber. There were no adverse patient consequences reported.